Event description:
It was reported that while the surgeon was using the perforator bit, the patient's dura was nicked. It was further reported that a dura plasty was carried out on the pt to repair this nick.

Manufacturer narrative:
Device not returned for eval.